Event description:
It was reported that prior to a gastric bypass procedure, when going through pre-run testing, the generator displayed a message that there was a problem with the instrument. Upon inspecting the instrument, it was noted that one of the blades were broken. The surgeon requested a new instrument. There was no adverse patient consequence.